Event description:
Falsely depressed carbon dioxide (co2_c) test results were obtained on four patient samples from an atellica ch 930 analyzer. The initial results were reported to the physician(s). The same samples were auto-repeated on the initial analyzer with results that matched the initial result. The same samples were repeated on an alternate atellica ch 930 analyzer and higher test results were obtained. The repeat test results were provided as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states customer contacted siemens to report that falsely depressed carbon dioxide (co2_c) test results were obtained on four patient samples from an atellica ch 930 analyzer. Siemens evaluated the available information and found that the initial test results were flagged with an e522:below assay range flag and an e100:temperature error flag, the reaction temperature was out of range, the reagent loader capability was down, and the analyzer error log showed the specific error verify temperature check failed for the event. Using a remote connection to the analyzer siemens stopped the analyzer and entered service diagnostics to perform a zone temperature and reaction ring bath thermal auto checks. A water bath refill and analyzer reboot were performed. The customer performed maintenance and then ran quality control materials with acceptable results. The cause of the falsely depressed carbon dioxide (co2_c) test results was a temperature sensor error. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.